Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of five for the same event, reference 3003853072-2016-00042 through 3003853072-2016-00046.

Event description:
It is reported the screwdriver broke during the final tightening step and several blockers broke when the surgeon tried to tighten them.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of five for the same event, reference 3003853072-2016-00042-1 through 3003853072-2016-00046-1.

Manufacturer narrative:
The returned device was examined and the threads were found damaged. The complaint is confirmed. A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Additional information was received 09/16/2016 showing this event occurred during a procedure different from that which was originally reported. The procedure was performed on (B)(6) 2016. The complaint description remains the same. The investigation is still on-going so no conclusions cannot be drawn yet. A supplemental will be filed upon completion of the investigation.